Manufacturer narrative:
The device was returned and the evaluation found insufflation is slow due to faulty manifold unit. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit was too slow, and it cannot insufflate the abdomen properly. The issue occurred during a lap cholecystectomy procedure. The therapeutic procedure was completed with a non-olympus device. There were no report of delay or patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a faulty manifold unit was noted however, the root cause of why the manifold unit failed could not be determined.. Olympus will continue to monitor field performance for this device.